Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identified sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening."

Event description:
Healthcare professional reported a "right-side rupture per CT scan." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.